Event description:
Intra aortic balloon catheter inserted on 10/15/95 following cardiac arrest functioned normally until the morning of 10/17/95 when autofill failure light came on. Blood was noted in tubing shortly thereafter. Attempts at removing balloon were not successful (circulation became impaired to lower extremities). The pt required surgical removal of balloon. Iab catheter found to have impacted at the iliac bifurcation.